Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. The caller had to remove the lancet from his finger. No medical treatment required. No adverse event reported. Requested return of suspect device.